Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received additional event information indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the additional information received. Currently, it is unknown whether the device may have caused or contributed to the reported event. The medical records indicate that the patient was treated for adhesions and fistula formation both of which are known possible adverse reactions listed in the IFU. While there is no indication that the mesh was the source of the reported infection, the warning section of the IFU states, "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Additionally, no sample was returned for evaluation. With the currently available information, no conclusion can be drawn.

Event description:
Based on medical records provided by the patient's attorney: (B)(6) 2003 - patient underwent repair of ventral hernia with a kugel patch. On (B)(6) 2004 - patient admitted for a reported burn. On (B)(6) 2006 - patient admitted for abdominal pain, fever, and elevated lft. On (B)(6) 2006 - patient admitted for fever changes in liver lesions. This was discovered to be pyogenic and growing streptococcus constellatus and peptostreptococcus micros. On (B)(6) 2006 - patient underwent CT guided drainage of abdominal wall abscess. On (B)(6) 2006 - patient underwent drainage of an abscess, lysis of adhesions, resection of small bowel and transverse colon, partial excision of the kugel patch, and placement of a non-bard mesh. It was noted that the excised mesh was comprised of two layers of mesh from different operations. Also noted, regarding the excised mesh was that "eventually, it was all dissected off until the part where it appeared to be the fistulous communication with the foreign body. It was left on this part of the colon."